Event description:
The customer reported that during a coronary interventional procedure, the tip of the guide wire broke. No further information was provided. No harm or injury was reported.

Manufacturer narrative:
Device evaluation: the suspect device has not been returned for evaluation. A follow-up report will be submitted when the evaluation has been completed. Evaluation: conclusions: a follow-up report will be submitted when the evaluation has been completed.